Event description:
The customer reported that the system displayed a charger error message and a collimator iris potentiometer error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation and replaced the battery charger, printed circuit board and fluoro functions printed circuit board. The program nodes were flashed and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.